Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer had issue while doing injection, needle appeared to break and insulin came out over abdomen. Consumer did indicate that needle is still attached. She has two marks on her skin indicating the injection site and possibly a scratch where the needle appeared to break. She indicated she normally bleeds a lot. Consumer called ER because she wasn't sure how much insulin she had received. ER referred her to her doctor. She spoke with dr. And he suggested she take 10 units not knowing exactly what she had gotten.